Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that they had high blood glucose level of 27 mmol/l. Mode of treatment for high blood glucose is unknown. It was unknown if auto mode feature was not in use at the time of the high blood glucose event. Customer was also reporting a crack on the back of the insulin pump. Insulin pump will be returned for analysis.